Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent cystoscopy, laser lithotripsy of large bladder stone and endoscopic removal of stitch granuloma on (B)(6) 2008 due to foreign body in bladder and large bladder stone. It was reported that patient underwent cystolitholapaxy and removal of bladder foreign body on (B)(6) 2009 due to bladder calculus and bladder pain. It was reported that patient underwent cystourethroscopies on (B)(6) 2008 and (B)(6) 2009.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, and dyspareunia. It was reported that patient underwent mesh revision/removal (B)(6) 2008. No additional information was provided.